Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the up arrow, down arrow, and act buttons on the insulin pump weren't responding and are indented. Customer's blood glucose was 317 mg/dl. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
The pump was received with intermittent express bolus, esc, act, up and down arrow button response due to flattened button dome switches. The lcd keypad connector was found locked properly. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No cosmetic damage noted during physical inspection.